Event description:
The customer observed positively biased results for two proficiency fluids processed on (B)(6) 2009, using vitros amon slides on their vitros 5,1 fs and vitros 350 chemistry systems. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros amon slides or the vitros 5,1 and 350 systems did not operate as intended. The investigation determined that the positively biased vitros amon results were confined to two proficiency fluid samples processed on (B)(6) 2009. Quality control results were acceptable at the time. The proficiency fluid MFR's fluid handling protocol for ammonia analysis indicates that the fluid should be thawed and processed immediately. The customer initially opened the fluids on (B)(6), and did not process them until (B)(6). The fluids had been re-frozen and testing repeated following notification of the initial results, with positively biased results again being obtained. The root cause of this event is user error in the handling of the proficiency fluids.